Event description:
A fail code 810:11. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information.the hospital representative stated that there was not reports of patient injury or medical intervention.